Event description:
The customer reported that following a dnc biopsy, the pt had two burns to outer right thigh where a pad had been placed. One burn was 2.5 cm by the plug end and the other 1 cm burn on opposite end. The site also reported they had a problem with the generator working intermittently. They increased setting from 35 to 40 w. The generator was still working intermittently. They swapped generators and noticed the pad had lifted up partially. It was smoothed/pressed down and the procedure completed. When they lifted the pad they could see metal at the connection end and could see metal through/next to the plastic border. Clinical engineers at site have checked both generators and they checked out ok.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.